Event description:
The customer reported a kv regulation failure and the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representation evaluated the system and found the x-ray tube needed to be replaced but the customer did not authorize the repair. No conclusion can be drawn as repair information is not available.